Event description:
It was reported that a non-baxter administration set could not be disconnected from the administration port of an intravia empty container (150 ml). This occurred before use, while the reporter was experimenting with the empty bag. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection did not confirm the reported condition; no defects were observed. The set was also able to be disconnected from the bag by twisting. An additional, pressure test was performed and test results were satisfactory. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.